Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2317-70 serial #: (B)(4) description: infinion cx 70 cm lead.

Event description:
A report was received that the patient was experiencing jolting sensation. Computerized tomography scan (CT) showed compression fractured and other new nerve issues. The patients stimulator made the muscle jumped regardless of strength.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing jolting sensation. Computerized tomography scan (CT) showed compression fractured and other new nerve issues. The patients stimulator made the muscle jumped regardless of strength.